Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose event. The customer's blood glucose was 40 mg/dl. Customer treated their low with food and glucose tablets. The customer also reported the drive support cap appeared normal on the insulin pump. The customer was advised to monitor their blood glucose. The customer declined to return the insulin pump for analysis.